Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena caval wall. Optional procedure for filter removal: perform a standard inferior venacavogram. Check for thrombus within the filter. If there is significant thrombus within the filter, do not remove the recovery filter; remove the recovery cone and pusher system from kit b; flush the central lumen of the cone catheter and wet the cone with saline - preferably heparinized saline; slowly withdraw the cone into the y-adapter to collapse the cone. Note: the cone must be fully retracted into the y-adapter before connecting the system to the introducer catheter to ensure that the cone can be properly delivered through the catheter; advance the cone by mobbing the pusher shaft forward through the introducer catheter, advancing the cone with each forward motion of the pusher shaft; continue forward movement of the pusher shaft until the cone advances to the radiopaque marker on the distal end of the introducer catheter. Unsheath to open the cone by stabilizing the pusher shaft and retracing the introducer catheter; after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip; close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary; continue advancing the introducer catheter over the cone until the cone is within the introducer catheter; with the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post filter deployment (date not provided), an unsuccessful attempt was made to retrieve the filter. No other reported attempts have been made to retrieve the filter. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient status at this time was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one and half month¿s post filter deployment, inferior vena cavagram revealed clot within the filter and filter was left in place. Eventually four months later, computed tomography (CT) revealed negative for venous thrombosis in the pelvis and it was compared with the computed tomography (CT) taken before six months, previously noted right lower lobe pulmonary emboli were no longer identified. Subsequently another computed tomography (CT) was taken on the same day revealed an inferior vena cava filter was in place with its apex about 5 mm distal to the right renal vein. No intraluminal thrombus was seen in the inferior vena cava below the filter or within the filter or above the filter. Next day, an attempt made to remove the inferior vena cava filter, the filter was not able to be removed as it was lodged in place. The filter was left in place. Therefore, the investigation is confirmed for the retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena caval wall. Optional procedure for filter removal: - perform a standard inferior venacavogram. Check for thrombus within the filter. If there is significant thrombus within the filter, do not remove the recovery filter. - remove the recovery cone and pusher system from kit b. - flush the central lumen of the cone catheter and wet the cone with saline - preferably heparinized saline. - slowly withdraw the cone into the y-adapter to collapse the cone. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post filter deployment (date not provided), an unsuccessful attempt was made to retrieve the filter. No other reported attempts have been made to retrieve the filter. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient status at this time was not provided. New information received: it was reported approximately two months post filter deployment, that the filter could not be retrieved due to clot in the filter. Approximately four months later, the filter could not be retrieved as it was embedded. There was no known impact or consequence to the patient. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with deep vein thrombosis and a gastrointestinal bleed was scheduled for placement of a vena cava filter. The right common femoral vein was accessed and the filter was deployed below the renal veins without incident. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena caval wall. Optional procedure for filter removal: perform a standard inferior venacavogram. Check for thrombus within the filter. If there is significant thrombus within the filter, do not remove the recovery filter. Remove the recovery cone and pusher system from kit b. Flush the central lumen of the cone catheter and wet the cone with saline - preferably heparinized saline. Slowly withdraw the cone into the y-adapter to collapse the cone. Note: the cone must be fully retracted into the y-adapter before connecting the system to the introducer catheter to ensure that the cone can be properly delivered through the catheter. Advance the cone by mobbing the pusher shaft forward through the introducer catheter, advancing the cone with each forward motion of the pusher shaft. Continue forward movement of the pusher shaft until the cone advances to the radiopaque marker on the distal end of the introducer catheter. Unsheath to open the cone by stabilizing the pusher shaft and retracing the introducer catheter. After the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. Continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion.

Event description:
It was reported that sometime post filter deployment (date not provided), an unsuccessful attempt was made to retrieve the filter. No other reported attempts have been made to retrieve the filter. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient status at this time was not provided. New information received: it was reported approximately two months post filter deployment, that the filter could not be retrieved due to clot in the filter. Approximately four months later, the filter could not be retrieved as it was embedded. There was no known impact or consequence to the patient.